Event description:
A report was received that the patient thought that his ipg itself was opening up inside the pocket, however the physician assessed the pocket and did not notice anything abnormal. The ipg database analysis confirmed the ipg was working properly. The patient underwent an explant due experiencing painful stimulation. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: enhanced st linear lead 50cm the ipg passed all electrical, performance, visual, and photographic imaging tests performed. The device exhibited normal device characteristics. The leads passed all electrical, visual and photographic imaging tests performed. The leads had normal device characteristics.